Event description:
Date of procedure: 10/9/98. It was reported that during a "avm" procedure, the glue leaked out of the side of the catheter into a neurological undesirable territory. Some pt deficits were realized. A super selective contrast injection with a 1cc syringe was taken. Brevitor test was performed, 10mg super selectively, no neurological deficit noted. Two separated injections were done. The first with 1cc of dehydrated 98% alcohol, the second with .5cc of alcohol. Selective and super selective angios were done after alcohol injections; no neurological deficits noted. Nbca (60% lithiodol, 40% glue) injection with 1cc syringe was done, part of glue came out of the end of the catheter into a feeder. As the injection continued it was noted that glue was present in the "pca's" normal branches. Control angio showed no significant vessel drop out...patient was partially blind, somnolent and non responsive. Computerized tomography follow up each of the following four days following the procedure demonstrated edema of the "sca", "ica", left thalamus and bilateral "pca's". Pt is gradually recovering.